Event description:
The patient was enrolled in the (B)(6) study with patient identifier (B)(6). It was reported that the patient had reduced leaflet mobility. Procedure summary: prior to the index procedure, heparin and another anticoagulant were given. The patient received a loading dose of 325 mg of aspirin the day before the index procedure, and received 300 mg of clopidogrel the day of the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. Successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. The patient was discharged six days after the index procedure on clopidogrel. In (B)(6) 2019, during the 4 year follow-up visit, the echo core lab revealed that the lotus valve was severely calcified with severely reduced leaflet mobility. Mean aortic gradient of 55 mg was noted with mild aortic regurgitation.